Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for pre-dilation; however, the balloon ruptured within the specified pressure. The device was simply pulled out and was completely removed from the patient's body. The procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of coyote es balloon catheter. There was blood and contrast in the inflation lumen and balloon. Magnified inspection of the balloon revealed a tear in the balloon material in the center of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for pre-dilation; however, the balloon ruptured within the specified pressure. The device was simply pulled out and was completely removed from the patient's body. The procedure was completed with a different device. No patient complications nor injuries were reported.